Event description:
It was reported that difficulty in retracting the filter occurred. A 90 cm mt filterwire ez was selected for use. During the procedure, after the stent was implanted, the filter could not be retracted as intended. The device was successfully snared and removed from the patient, and the procedure was completed using the same device without further complications. There were no patient complications as a result of this event.

Manufacturer narrative:
H6 - evaluation conclusion codes: updated from "adverse event related to procedure" to ""cause not established". Device evaluated by MFR: the filterwire was returned for analysis. The wire returned inside the retrieval sheath and the filter bag came back in undeployed state. It is possible to observed that the guidewire and the spring tip were kinked. Sheathing/unsheathing could not be performed, since in the retrieval sheath it can only be retracted, because it does not have a deploy function.

Event description:
It was reported that difficulty in retracting the filter occurred. A 90 cm mt filterwire ez was selected for use. During the procedure, after the stent was implanted, the filter could not be retracted as intended. The device was successfully snared and removed from the patient, and the procedure was completed using the same device without further complications. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the filterwire was returned for analysis. The wire returned inside the retrieval sheath and the filter bag came back in undeployed state. It is possible to observed that the guidewire and the spring tip were kinked. Sheathing/unsheathing could not be performed, since in the retrieval sheath it can only be retracted, because it does not have a deploy function.

Event description:
It was reported that difficulty in retracting the filter occurred. A 90 cm mt filterwire ez was selected for use. During the procedure, after the stent was implanted, the filter could not be retracted as intended. The device was successfully snared and removed from the patient, and the procedure was completed using the same device without further complications. There were no patient complications as a result of this event.